Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company's acceptance criteria. Light sensitivity is a known potential consequence of refractive laser surgery. The root cause could not be determined conclusively. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported a patient with transient light sensitivity in the right eye approximately three months post lasik. Patient came in for approximately three month post-operative visit and described having to use sunglasses all day especially first thing in the morning. No improvement reported since the procedure. The patient complains of extreme light sensitivity inside and outside with minimal relief from sunglasses.